Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The mvs power board and uninterruptible power supply (ups) were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the mobile view station (mvs) was beeping. The imaging system was rebooted several times without resolution. Medtronic imaging was discontinued, and the procedure was completed using a c-arm after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue. Visual inspection of the mobile view station (mvs) power board assembly at receiving found f11 and f12 are 20a fuses (both good) and jumper is in the j12 position. F9 measured good. F10 had an electrical open. F10 was replaced and installed on a test imaging system. The mvs powered up and the image acquisition system (ias) charged as expected. System readies, charging, and both 2d and 3d imaging were successful. The conclusion was that the board arrived with a blown fuse, but is functional with a replacement fuse.